Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a plexitron solution administration set, there was air in the lines, and blood backflow into the set. These issues were further described as, ¿intravenous liquids did not pass even though the whole clamp is opened, it also fills with bubbles, and blood returns¿. These issues were observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.